Event description:
Customer reported incorrect fluid removal. Patient weight was reported as being + 1900 gram in the end of treatment. Effluent bag filled with air (air via the effluent line, blood leak detector alarm.